Event description:
The following has been reported: displayed error number 01-0001 after the device is turned on. Error 01 is described in the technical manual as a motor rotation issue. Reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.